Event description:
In 2009, FDA had phoned medtronic and indicated a patient had called the FDA office in late 2008 and complained of pain and appeared to be incoherent. The patient was from florida and the event may have happened about 6 months ago; the patient stated the "tip came apart." The FDA provided, that it was likely the device was not returned and that a representative may have been at the event. The hospital was memorial regional hospital in hollywood, florida. The patient was supposed to have surgery in december and it did not happen. The patient told the FDA that they went to the emergency room last june. The patient complained that the pump exploded in his spine and that the catheter tip was missing and there were fragments in his spine. On original date, medtronic was not able to match this information to a previous complaint in the system, but following additional information provided from FDA two weeks later, it was confirmed that this was the patient they were referencing and the information was merged into this file.

Manufacturer narrative:
.